Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached glue, missing ke45 (thixotropic adhesive) at the forceps cover, cut probe cover, cut at the pink probe, and a pinhole at the light guide lens adhesive. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of corrosion at the distal tip was traced to a component failure. The most probable cause of the detached glue, missing ke45 (thixotropic adhesive) at the forceps cover, cut probe cover, cut at the pink probe, and the pinhole at the light guide lens adhesive was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported corrosion at the distal tip involving an olympus gastrointestinal videoscope. There was no patient injury reported.